Manufacturer narrative:
The pump was received with motion sensor test failure alarm and motor error alarm during rewind and motor position encoder error alarm confirmed in history file due to motor encoder signal out of phase. The pump was unable to perform displacement test due to motor error alarm. The pump had scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer's blood glucose level was 369mg/dl. The customer treated with manual injections. The customer received motor position encoder error alarm. The customer received motion sensor test failure. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.